Manufacturer narrative:
No trend considering the following event is identified: ncb pp plate post-operative breakage no similar confirmed event within 6 months for item number 02.03263.015 have been found. Only one confirmed event (the case at hand) for the lot number 2866853 has been found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: 2 x-rays were received. X-ray right hip with proximal femur in ap projection: a femur spiral fracture vancouver type b1 / c can be seen. The existing cement-free hip endoprosthesis do not show any signs of loosening. Due to poor image quality a review of the trochanter region cannot be done. X-ray right hip with femur in ap projection: the quality of the x-ray is poor. However, a repaired fracture with a ncb-pp femoral plate proximal with trochanter plate can be seen. In addition the plate was fixed with five cerclage wires. Devices analysis: visual examination: the broken ncb pp plate, trochanter plate, cable button, locking caps and screws were returned for investigation. The cerclage wires mentioned have not been returned. The visual examination of the ncb pp plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the ncb pp plate. On the backside of the plate there is a polished area visible around the breakage area (see pictures attached). This polished area was occurred from the movement of the cerclage wire. In addition it can also be seen that some bore holes of the ncb pp plate were drilled. Several scratches are located on the plate. In one bore hole of the returned trochanter plate it can be seen that a screw head was broken. A piece of the broken screw head was left in the trochanter plate. The delivered screws show some damages in the thread. No other relevant damages or deformations are visible. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The surgical technique describes that bone spacers can be optional used. The spacers may be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. In this case no bone spacers were used. Root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, no bone spacers were used. Backside of the plate shows polished area due to the movements of the cerclage wire. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible - no signs of corrosion. Breakage of implant due to implant will be implanted against contraindication not possible - no issue noted. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible - no abnormality detected. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible - no abnormality detected. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible - plate not bent. Breakage of implant due to user define incorrect placement of the spacers and plate - possible, the surgical technique describes that bone spacers can be optional used. The spacers may be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. In this case no bone spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion - possible, the surgical technique describes that bone spacers can be optional used. The spacers may be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable. In this case no bone spacers were used. The ncb pp plate shows also some bore holes which were drilled. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible - not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction - possible, it is unknown if the patient follow the postoperative restriction. Breakage of implant due to patient do not follow the postoperative protocol - possible, it can be possible that the patient did not follow the post op protocol. Conclusion summary it was reported that the patient had a ncb pp plate implanted on (B)(6) 2016. After two months in-situ, patient experienced pain on (B)(6) 2017 due to breakage of the plate. The plate was revised on (B)(6) 2017. The ncb pp plate was in vivo for approx. Two (2) months. The received two x-rays were reviewed. On the first x-ray a periprosthetic femur fracture can be seen on the right (vancouver type b1/c) after a fall. The existing prosthesis does not show any signs of loosening. The second x-ray shows an implanted ncb pp plating system fixed with cerclage wires. The devices were returned for investigation. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. There are several factors which may have contributed to the breakage: it can be that the ncb pp plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the breakage of the ncb pp plate could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for investigation. Two low quality x-rays were received and will be reviewed as part of ongoing investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a ncb periprosthetic femur plate, proximal, right, 15 holes, 324 mm on the right hip side on (B)(6) 2016. The patient experienced implant fracture on (B)(6) 2017 and hence was revised on (B)(6) 2017.